Event description:
It was reported that the ventilator's control circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information the control printed circuit board (pcb) was defective and in need of replacement. Replacement of the control pcb solved the issue. Further it was informed that during preventive maintenance it was found necessary to replace the fan cover with filter, air filter with cover, protective cover and knob cover due to be missing or damaged. Our conclusion is that the replaced parts was the cause of the failure. However, the root cause of why the parts failed has not been established as the replaced part was not returned for investigation. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit, d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800.